Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report error 307. Logs showed the video slice (vsl)1 was faulting. Site tried to cycle off the vsc breaker a couple of times and the error came back. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video slice (vsl). The system was verified and ready for use. The unit was analyzed and the error 307 was found indicating the fault confirming the fault occurred in the field. The unit returned in good condition. The unit was installed onto a golden is4000 system where was triggered indicating fault on the vsl. It failed no vsl tab on gdla, error 307. The complaint was confirmed by failure analysis.